Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, it is likely the coating at the insertion section peeled off due to stress on the insertion section such as the following. Physical stress such as rubbing or hitting insertion section. Chemical stress from reprocessing not recommended by IFU (reprocessing manual) stress of inferior storage environment (in direct sunlight, at high temperatures, in high humidity or exposed to x-rays and/or ultraviolet-rays, etc.) However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿important information ¿ please read before use: warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ ¿1.4 precautions: olympus cannot guarantee the effectiveness, safety, and durability of reprocessing methods not described in this reprocessing manual. If you choose to use a reprocessing method not recommended in this manual, the local institution and/or physicians must assume responsibility for its safety and efficacy. Make sure to carefully inspect each piece of endoscopic equipment for irregularities (damage) prior to each patient procedure. Do not use the equipment if any irregularity is found.¿ ¿the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to ozone, x-rays and/or ultraviolet-rays may damage the endoscope or present an infection control risk.¿ olympus will continue to monitor field performance for this device.

Event description:
The olympus field service engineer initially reported (on behalf of the customer) that the bronchovideoscope had a leakage from the distal end. The issue was found during maintenance. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: the coating was peeling from the connecting tube (1mm squared or more).

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; the distal end was cracked and due to the crack on the distal end, water tightness was lost. In addition to the coating peeling on the connecting tube (1mm squared or more), the evaluation findings are as follows: due to a cut on the bending section cover, water tightness was lost, there was no electrical continuity due to damage on the distal end, due to damage on the charged coupled device, the image had shadows, the objective lens had a chip, the adhesive on the bending section cover was detached, the bending section cover had discoloration, due to wear of angle wire, bending angle in the "up" and "down" direction did not meet standard value, the bending tube had a dent, the grip had a scratch, the forceps channel port was dirty, the control unit had a scratch, the "up/down" plate had a scratch, the angulation lever had a scratch, the universal cord had discoloration, and the scope connector had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.